Manufacturer narrative:
The pump was monitored for 24 hours with a multiple basal rate. The pump functioned properly. No turned off screen or blank display anomaly was noted during testing. The pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current tests. No unexpected low battery, off no power or battery indicator anomaly noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call low battery on the insulin pump. Customer's blood glucose level was 14 mmol/l. Troubleshooting for low battery was performed. Customer advised the insulin pump turned off at random and the battery drained quickly. Customer advised they replaced the battery 6 times in a 2 week span. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.